Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems instrument jammed after the second staple. There was no consequence to the patient.